Event description:
It was reported that the right ventricular lead exhibited high capture threshold and increase in impedance within 6 months. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition with no complications during and after the procedure.